Event description:
Received info stating that the custoemr's fill estimate was inaccurate. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide cations that insulin should be at room temperature before filling cartridge; the customer used cold insulin. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.